Event description:
The customer reported the 9800 system's right monitor intermittently continues to flicker during use. No patient injury.

Manufacturer narrative:
The service rep replaced the monitor. No patient injury was reported.